Event description:
A report was received that the patient fell asleep while charging his ipg with a belt and burned himself over the implant site which was on the patient's left flank. The patient is implanted with two scs systems. The charger was not applied directly over the skin. The patient was charging over his clothing. The patient was diagnosed with a second degree burn and was prescribed antibiotics as a precaution. The burn has healed and there is no further course of action.

Event description:
A report was received that the patient fell asleep while charging his ipg with a belt and burned himself over the implant site which was on the patient's left flank. The patient is implanted with two scs systems. The charger was not applied directly over the skin. The patient was charging over his clothing. The patient was diagnosed with a second degree burn and was prescribed antibiotics as a precaution. The burn has healed and there is no further course of action.

Manufacturer narrative:
The previous reports shows that the patient has three chargers. Charger sc-5312 s/n (B)(4) did not belong to the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-5312 serial # (B)(4) description: scs charger 2.0.

Event description:
A report was received that the patient fell asleep while charging his ipg with a belt and burned himself over the implant site which was on the patient's left flank. The patient is implanted with two scs systems. The charger was not applied directly over the skin. The patient was charging over his clothing. The patient was diagnosed with a second degree burn and was prescribed antibiotics as a precaution. The burn has healed and there is no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-5312, serial # (B)(4), description: scs charger 2.0, model # sc-1110, serial # (B)(4), description: precision implantable pulse generator (ipg), model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg).